Event description:
The sales rep reports that during a laparoscopic cholecystectomy procedure, the 1st clip fired was fine. Every time they fired the clip applier, the clip fired was placed fine, but the device would feed 2- 3 more clips after the fired clip. Those extra clips fell into the abdominal cavity. They were retrieved. Completed the procedure without any patient consequence.